Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, the shaft snapped in half outside the patient when tried to advance. The procedure was completed with a different balloon. No patient complications were reported.